Event description:
The lvad console display showed decreasing flow rates with multiple dashes on the ejection side. Because "venting" consistently resulted in transient correction of the problem, a system air leak was diagnosed. Following gentle manipulation and thorough assessment of the external segment of the drive line (the segment that connects to the pump and tunnels through the skin), a short, horizontal slit was found about 1 to 1.5 inches from the entry site. Site was glued and splinted with no further evidence of air loss.